Event description:
A patient with chronic back pain underwent a diagnostic heart catheterization with negative results. Following a pre-placement angiogram, the angio-seal device was successfully deployed. The patient was discharged on steroids for the back pain, and bed rest was recommended for five days. In 2002, the patient presented to the ER complaining of severe pain in the lower leg with localized swelling. Vascular surgery was performed on the femoral artery to repair a pseudoaneurysm and an arteriovenous fistula and to incise and drain an infection. The device was not removed. The patient was recovering and was discharged in good condition.